Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has not charged her scs ipg in several months. The pt does not have stimulation therapy and she is unable to communicate with her ipg using the charger. Follow up identified a sjm representative met with the pt and discovered the pt's ipg is inoperable. Surgical intervention is planned for a later date to address the issue.